Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis. The procedure got delayed less than 20 minutes and it was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the ups. Upon troubleshooting actions, the fse identified that the ups was unable to supply power to the hemo system monitors and front end. To resolve the issue, the fse replaced the ups. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply was not powered, preventing image display. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.